Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 2:30pm at home. End-user stated that his meter is giving him higher than normal results. He said he tested before breakfast got a result of 320mg/dl , a normal result for that time of day is around 95-130mg/dl. He said that he took his daily medications (see meds list) and had a breakfast of 2 waffles coffee, banana nut bread. He stated that his girlfriend found him incoherent about 5 hours after testing and called ems. End-user does not recall how long it took ems to arrive only that they checked his meter (unclear as to how this was done). The end-user stated that the ems did not test him with their meter. The end-user stated that ems attempted to start an IV but were unable due to him thrashing around. Upon arriving at the hospital, the end-user stated that his blood glucose was 46mg/dl. He was given IV fluid and a glucose to raise his blood glucose. He stated that he was admitted to the hospital for 3 days. The end-user stated he was told that his meter is reading 1000 point higher that the hospitals meter. The end-user also stated that he wasn't given any other treatment. He said when he was discharged from the hospital his blood glucose was 190mg/dl. He was told to follow up with his primary doctor in week. After seeking medical attention his novolog mix flex pen was changed from 75-25 to 70/30. He was treated at (B)(6) health systems located at (B)(6). No additional information was provided.